Manufacturer narrative:
One sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. It could be possible that the foreign particle got lost during handling/ transportation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916. Batch # unknown. It was reported that the bd safetyglide had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6)2025. Type of incident/problem: defect (observed prior to use) level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use. Ahs optional report to cmdsnet (health canada): incident details: nurse was connecting a new needle to syringe and noticed a foreign black particle on the hub. Nurse disposed of needle before drawing up any vaccine. Tried another needle from the same package and there was no foreign black particle on the new needle. This has occurred several other times with this nurse. Previously reported: ahs mdip # (B)(4) manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: unknown. Expiry date: unknown. Supplier: (B)(4). Supplier/catalogue number: (B)(4) is the device retained? Yes.